Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the stent remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported postoperative refractive astigmatism of two diopters following a micro-stent implant procedure. The surgeon noted that the astigmatism is slightly worse than before the patient's toric lens was implanted. Because the pupil is small, the surgeon could not see if the astigmatism is because the toric lens has rotated or because of other factors. The device remains implanted. Additional information has been requested.